Event description:
It was reported that the patient had an episode of low pulsatility index (pi) and low flows with hypotension. Log file analysis was requested to make sure the pump was functioning appropriately with no signs of thrombus. Log files recorded a low speed advisory event that occurred while adjustments to the speed settings were being made. Additional information stated that no thrombus was detected but the patient developed hypovolemic shock after a retroperitoneal bleed and speed was changed to accommodate the hemodynamic changes. The hypovolemic shock was treated with blood products and the retroperitoneal bleed was treated with cauterization. No change to pump power was made. Labs were consistent for hemolysis. The patient later passed away on (B)(6) 2022 due to multisystem organ failure.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: the reported low flow events could not be confirmed via the submitted log files. According to the account, the low flow events were caused by hypovolemic shock. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this investigation. It was reported that the patient had an episode of low pulsatility index (pi) and low flows. Log file analysis was requested to make sure that the pump was functioning appropriately with no signs of thrombus. The submitted controller event log files contained data from 28aug2022 ¿ 02sep2022. No notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the files. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists hemolysis, bleeding, multiple organ dysfunctions/failures and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. In section 6 "patient care and management" (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 6 also lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.